Event description:
Pt reported, she has been experiencing hyperglycemia since she began using the infusion set a week ago. Pt stated, the infusion set needs to be changed 24-48 hours. Pt reported when attempting to perform a correction bolus she noticed insulin leaks out of the dressing. Pt stated in the week of using the infusion set she has had to change the infusion catheter 3 times. Pt reported her blood glucose was 160 mg/dl and when she attempted to deliver a bolus, she realized the insulin leaked under the cannula. Pt stated after changing the infusion set, she was able to correct the hyperglycemia. Pt reported the cannula sticks correctly in her skin and is not bent. No further info is available. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.